Manufacturer narrative:
This report is submitted on november 21, 2022.

Event description:
Per the clinic, the patient experienced redness, skin irritation, wound dehiscence and infection at the implant site that was treated with topical antibiotics. During the issues the child contracted dengue fever and was typhoid positive for which she was admitted to hospital.

Manufacturer narrative:
Correction: the previous MDR submitted on november 21, 2022 was filed inadvertently. Brand name (d1) should be nucleus freedom implant with contour advance electrode and the correct date of occurrence is on (B)(6) 2022; not on (B)(6) 2021. This report is submitted on december 01, 2022.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022 in order to undergo a skin flap revision for wound closure. This report is submitted on january 19, 2023.